Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale is not showing the proper weight. It is unk if there was pt involvement or if there are adverse consequences to report.